Event description:
It was reported that shortly after intubation, the device gave a mixer failure message and stopped ventilation. No pt consequences have been reported.

Manufacturer narrative:
The electronic device log files were submitted for the investigation. The user section of the log files which include parameter values and posted alarms had been deleted prior to download. The technical section of the log files show that on the reported date a power-on self-test was successfully completed at 7:22. Furthermore, it was revealed that an internal data inconsistency on the ventilator's cpu board was the root cause for the problem. This problem was detected by the internal monitoring and resulted in a shutdown of the ventilator and gas mixer which was alarmed accordingly (gas + vent fall). Manual ventilation, using the device breathing bag while setting an adequate flow via the safety -2 control valve (incl. Agent) remains possible. There were no entries indicating technical problems with the ventilator's cpu board. It cannot be excluded that the reported phenomenon was triggered by extreme electromagnetic radiation or electrostatic discharge of the user during interactions with the device. Primus is designed, tested and certified to withstand emc/esd influence in conformance to the relevant standards. The reported problem was caused by an internal communication problem which the device alarmed and reacted to as specified.